Manufacturer narrative:
H6: investigation summary: review of the batch file: the batch file records were reviewed, verifying that the inspection activities were carried out during the control of the filling process, in final inspection and delivery to cold chamber with satisfactory results for the quality and appearance characteristics . Analysis of customer samples: the photographic evidence of the culture medium reported by the customer was reviewed, in which the presence of precipitate of the claimed product is noted, said precipitate is in compliance with the appearance acceptance criteria. Analysis of retention samples: retention samples were reviewed, which also present precipitate within specification, characteristic described in the current specification and product quality certificate. Conclusion: it is classified as unconfirmed, since no contamination of the product was detected, this being the report made by the client. Inadequate perception of the client is considered as a root cause, since the presence of precipitate in the medium may or may not occur and therefore could lead to an interpretation of a defect in the medium by the customer. H3 other text : see h10.

Event description:
It was reported that while using 240 plate xld agar 100mm 10ea contamination was observed by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " contaminated plates"